Manufacturer narrative:
During the device evaluation at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.

Event description:
The manufacturer received info alleging a "service required" alarm condition occurred. The device was not in pt use.